Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the bottom case was cracked. The pump event history showed a reverse travel check clutch error in history. The evaluation duplicated the reported issue during occlusion tests. The leadscrew screw nut was loose which was the cause of the reported issue. The root cause could not be determined. The technician tightened down leadscrew nut to factory specifications. Performed function and delivery tests which passed.

Event description:
It was reported that alarms, "reverse travel clutch error", were observed. No patient injury was reported.